Event description:
A (B)(6) old male pt contacted zoll lifecor customer support service to report that his charger was not working. The pt was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem was confirmed. The battery charger was not functional and would not charge the pt's battery packs. The cause of the charger not powering on was due to the power units connector pins not making good contact with the charger. The root cause of the connector pins not being properly aligned cannot be positively determined. No adverse event resulted from the intermittent battery charger. The pt received a replacement battery charger.